Event description:
It was reported that the patient experienced some shortness of breath and fatigue. The device was at elective replacement indicator. Upon interrogation, there was no communication and no magnet response with the device. No pacing was seen on electrocardiogram. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.